Event description:
It was reported that the tip of instrument broke during procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4): device was not returned to the MFR. The pictures of complaint product were sent to the MFR for eval. The pictures show that the superior shaft of the instrument appears to be broken off from the centerline of the jaw pivot pin forward. The fracture surface appears to display a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order to induce fracture of the shaft consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.